Manufacturer narrative:
Device evaluation: the cartrdige was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Additional information was received and it was learnt that the majority of the intraocular lens (iol) pulled out when the delivery system was removed from the eye. Only a small part of the leading haptic remained in the eye. The doctor used small forceps and was able to remove the haptic. A new lens was loaded and inserted without difficulty. The incision was not enlarged and no vitrectomy was performed. The patient was reported doing fine. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot#: unknown/not provided UDI#: unknown as product lot number was not provided expiration date: unknown as product lot number was not provided. The cartridge is not implanted; therefore, not explanted. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The lens was advanced through the cartridge and when the doctor was pulling back, the lens did not disengage from the cartridge and also pulled back out of the eye with the cartridge. The customer stated the actual lens did have patient contact. No additional information was provided to abbott medical optics.